Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, an 18f ce manta was unsuccessfully deployed for closure in the left common femoral artery (associated to fu-3010252479-2021-00188 manta). A new 18f ce manta was opened and deployed for closure. While inserting the manta delivery handle into the sheath hub, the audible click was not clearly heard. Following release of the anchor and attempting to apply tension to yellow/green indicated in the tension window, the entire device pulled out. The closure was then completed with a different vascular closure device. The manta device was inspected in the field and was found to not be completely connected into the sheath. When attempting to insert the closure handle into the sheath hub, another click could be heard. The root cause of the complete pull out is due to the anchor not being fully deployed and able to adhere to the vessel wall. The IFU states in step 3 of inserting the manta device: align the manta delivery handle to the sheath hub and carefully advance the manta closure until the delivery handle snaps to the sheath hub where an audible click will be heard. The manta closure is now fully inserted into the manta sheath.

Event description:
As reported: manta sheath didn't click completely into manta deployment unit, thus when blue handle engaged to release footplate - it didn't not completely clear the sheath, and then pulled back out on deployment. Following IFU when inserting manta device into sheath handle the audible click was not as clear and crisp as usual. After deploying and releasing anchor it was apparent the footplate had not deployed fully as when withdrawing on a 45 degree angle to gain green/yellow indicator there was no tension and the full device came out. On inspection the posterior section of the manta device was not completely clicked into place in the sheath and another click was heard. This happened on both devices. Right hand side manta device was double checked that it was inserted into the sheath correctly and a second audible click was heard at that time. Associated to MDR: MDR 3010252479-2021-00188 manta.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.